Event description:
Oracle ro 1067861: motor issue. Additional information received on 20-may-2020: no patient involvement.

Event description:
Information received indicating that a smiths medical cadd legacy pump had motor issues. There were no adverse effects to the patient due to the reported event.